Event description:
According to the op report, this valve was explanted due to pv leak and a resultant "severe" mitral regurgitation. At explant, the leak was noted to be 4x2 mm in size and was located in the four o'clock position. There was no evidence of endocarditis. Once the valve was excised, a "very slight" remnant of the native posterior leaflet was observed and removed. A "couple" of areas of chordae tendinae "sticking up" from the posterior medical papillary muscle were also removed. In addition, a " severe bar" of calcium was dissected and a ventricular atrial discontinuity in this area was closed with a bovine pericardial patch. A 33 mm sjm mitral valve (33mj-501) was then implanted and the patient was transferred to ICU in "critical, but stable" condition.